Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be detected and prevented by following: "IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
Additional information on the event was that the foreign material was a cleaning brush. The user did not use the clogged scope for the next procedure. The user could reprocess the device with correct procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation did not confirm foreign materials in the instrument channel tube. The following observations were made: due to damage to the channel tube the water tightness was lost; the insertion tube was wrinkled slightly; and the light guide tube was wrinkled slightly. It was noted that the user could reprocess the device with the correct procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that during reprocessing for an unspecified procedure, the gastrointestinal videoscope exhibited foreign matter in the channel tube. There were no reports of patient involvement.